Manufacturer narrative:
Date of event: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ safety needle - 23g was broken. The following information was provided by the initial reporter: broken eclipse safety needle.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 15-jun-2022. H6: investigation summary: a device history record review was completed for provided material number 305892 and lot number 2103005. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Although the shipment information notes that the physical sample was returned to our facility, we unfortunately were not able to locate the shipment. If the physical sample is located in the future, we will complete a revised investigation. At this time, a thorough investigation was completed utilizing the provided images. Though examination of the picture samples, the needle was observed with a cannula point that was not well-formed, confirming the reported issue. The eclipse needle manufacturing site receives closed cartridges of cannulas for assembly. The cartridges are introduced directly to the assembly machine and are assembled into the hub component. Afterwards an inline camera system inspects all cannulas and rejects any defects identified. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. A supplier corrective action request has been issued with the cannula supplier for this incident. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd eclipse¿ safety needle - 23g was broken. The following information was provided by the initial reporter: broken eclipse safety needle.